Event description:
Hill-rom received a report from the account stating the bed exit would not alarm. The bed was located in the bed shop at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the bed's external alarm was damaged. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account replaced the external alarm to resolve the issue. Based on this info, no further action is required.